Event description:
It was reported that during a tka procedure, there was a warning: handpiece exposure control motor failure. It is unknown how the procedure was completed. No patient injury reported. The investigation found that the handpiece test had a torque value of 58 and early signs of motor failure.